Event description:
Patient reported that wo of thier infusion sets leaked during prime. Patient's blood glucose started to rise during time they were not using device. Patient self-treated high blood glucose by bolusing insulin.